Event description:
It was reported that during an innominate artery stenting procedure, a stent migration occurred. The 20mm lesion was located in the non-tortuous mid-innominate artery. It was noted that the proximal portion of the artery was 10mm in diameter and the distal portion of the artery was 8mm in diameter. The procedure was being performed for "bleeding", however, the cause of the vessel damage is unknown. The physician deployed the wallgraft 12mm x 30mm stent in the artery, however, following deployment the stent migrated to the abdominal aorta. The physician advanced a wanda 12mm x 40mm balloon catheter, and was able to implant the stent in the abdominal aorta between the branches of the superior mesenteric artery (sma) and the inferior mesenteric artery (ima). A second wallgraft 10mm x 30mm stent was advanced to the innominate artery and successfully deployed. The stent was able to be successfully post-dilated using another manufacturer's 8mm x 40mm balloon catheter. The procedure was completed and the patient's status was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device remains implanted and the delivery device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.